Event description:
It was reported that the asymptomatic patient presented in clinic during follow up for post paced t-wave oversensing on the ventricular lead. Sensing latency between near-field and far-field also resulted in non-sustained lead noise trigger. The device was reprogrammed during the device check. Patient has not been back to clinic since the follow up. Also, no merlin transmissions have been triggered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.